Manufacturer narrative:
Not verified. The complaint cannot be verified due to mishandling of the product. E8 was found in the history list. The display window of the pump is contaminated due to a handling error. The functionality of the pump is not affected by the contamination. The contaminated display window cannot lead to misinterpretation of insulin amounts. The pump correctly triggered an e8 error as a result of the power interrupt while the pump was in run mode. The insulin pump shouldn't be exposed to high mechanical forces.

Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e8 power interrupt error and he has not been able to see the entire display since. The infusion device was not dropped, and the battery had not been removed. He inserted a new, unexpired battery in the infusion device, and the info on the display appeared "faded." This interfered with his ability to view the insulin delivery amounts. The contrast was adjusted, but this did not resolve the issue. He switched to his backup infusion device. The alleged infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.